Event description:
It was reported that the clinic did not receive a fax back from a cardiosight transmission. The fax was re-sent. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event. Also noted: the initial report has the incorrect device represented.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinic did not receive a fax back from a (B)(6). The fax was re-sent. The monitor remains in use. No patient complications have been reported as a result of this event. It was reported that the clinic did not receive a fax back from a (B)(6). The fax was re-sent. The monitor remains in use. No patient complications have been reported as a result of this event.